Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose reading issue was reported with the use of an abbott diabetes care (adc) device. The customer received a "hi" sensor scan reading by an adc device compared to a reading of 70 mg/dl obtained on a competitor brand meter. The length of sensor wear was for 4 days. The results/comparison readings when plotted on a parkes error grid fall into the d zone, showing the difference in values to be clinically significant. The customer had a "hi" reading on the adc device at 1am, then a reading of 400 mg/dl at 3 am. At 5 am, the customer self-treated with 6 units of insulin (type unspecified) and experienced symptoms described as feeling cold and pale. The customer obtained the aforementioned comparison readings and noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer further self-treated with orange juice and complex carbohydrates for treatment and replaced the sensor. There was no report of death or permanent injury associated with this event.